Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, code 204) was confirmed. As received, the belt failed incoming functional testing. Upon investigation, the trunk cable was cut and all wires in the cable section were severed. The cause of the code 204 was the inability of the belt to communicate with a monitor. The cause of the inability to communicate was the severed wires. The root cause of the damaged cable was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving code 204 (belt/monitor unusable) and that a cable was damaged.